Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that the last time the patient's vns device was interrogated was in 2007. The patient currently remains seizure-free. The date of the last seizure is not known. Per the notes, the vagal nerve stimulator is in place; however it seems to be "nonfunctional". Attempted were made to interrogate the device; however, it could not be interrogated. Reviewed the manufacturing records for the generator. No unresolved non conformances were found. Programming history indicates the only data available was from implant date, which showed the device was within normal limits. Follow up with the nurse found that the programming system was working with other patients and there were no believed issues related to the programming system. It was unknown if the physician believed the inability to interrogate the device was due to end of service. It was also unknown if any interventions were planned. There was no prior history available for this patient.

Manufacturer narrative:
.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery. The surgery occurred on (B)(6) 2014 but the reason for the surgery is unknown. Attempts for product return have been unsuccessful.

Event description:
It was reported that the explanted generator was discarded and will not be received for analysis.

Event description:
Follow-up with the manufacturer¿s consultant at the surgery showed that the failure to program was believed to be due to end of service.